Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawer 3.1 had failed. The customer had tried to recover the failed drawer by rebooting the station, but the issue persists, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a failure in the auxiliary half-height cubie drawer 3.1. A field service engineer reseated the bus cables, cleaned for medications and debris from the bottom edge of the back panel and confirmed that the issue was resolved now. The system functioned as intended after the field service engineer troubleshooted the device.